Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) was observed during the initial right inferior pulmonary vein (ripv) ablation. A double stop was performed. The procedure was changed to radiofrequency (rf) and completed using rf. The patient was placed under observation. The phrenic nerve palsy (pnp) had not recovered at the time of discharge. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the patient data files showed six injections were performed with catheter 2af284 / 30387-35 and temperatures were not able to go below -35 degrees celsius at sixth injection. This is a clinical issue ¿phrenic nerve palsy¿ encountered during the procedure. The balloon catheter was not returned for investigation. No product malfunction was reported. In conclusion, this is a clinical issue (phrenic nerve injury) encountered during the procedure. There was no indication of product malfunction, unable to investigate the clinical issue ¿pnp¿. The balloon catheter was not returned for investigation. If information is provided in the future, a supplemental report will be issued.